Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the distal part of the stent strut was damaged. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy xd mr ous 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal end struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No visible issues noted with manifold. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter address: (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the distal part of the stent strut was damaged. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.